Manufacturer narrative:
H3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection performed on the product observed that the tip of the anchor is broke, one of the inserter tines are bent and the other is broken. Based on the condition of the product material found during visual inspection it was determined that additional material testing is not required. A review of the raw materials, found that the storage protocols, material specifications, and material tests were appropriately documented. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of risk management files found that the reported failure was documented appropriately. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. The complaint was confirmed. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device tip, attempted correction of a damaged device, or an inadvertent impact event.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that during a shoulder rotator cuff repair surgery the anchor tip of the twinfix ultra ha was broken. A delay less or equal than 30 minutes were reported and a smith and nephew back-up device was available to complete the surgery. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.